Event description:
During product evaluation by a baxter service technician, a flogard infusion pump experienced a f-73 alarm. This alarm indicates an issue with the pump mechanism. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during preventative maintenance. The cause is undetermined and the evaluation is in process. If any additional information is received, a follow up MDR will be sent.